Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six events were reported for this quarter. Two devices were received for evaluation; two events were duplicated during testing. Two devices were found to be affected by internal corrosion. Four devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device was reportedly overheating. There was no patient involvement; no patient impact.